Event description:
Customer received a result of 435mg/dl, and dosed insulin based on the result. 13 minutes later the customer started having low blood glucose reaction. At 6:50 the customer received a result of 52mg/dl, on a different device the result was 48mg/dl. Customer was given glucose tablets and a shot of glucogon. Emt's were called, 5-15 minutes later the emt's tested and received a result of 50mg/dl something. Emt's gave customer glucose IV. Unsure if controls were used or not. A request was made for the return of the suspect device and replacement product was sent.